Manufacturer narrative:
(B)(4). To date the incident sample is received or if additional information pertinent to the incident is obtain a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not seal. It is unknown if a regrasp alarm or and endtone (indicating a completed seal cycle) was heard. There was no patient injury. Another device was opened and used to complete the procedure. No further information regarding this incident was available from the site.